Event description:
This patient experienced a restenosis of two cypher stents approximately seven months after implants in the left main/left anterior descending/left circumflex bifurcation (lma/lad lcx). This was treated with surgical bypass grafting. This patient was admitted to the hospital with a chief complaint of positive stress test. Th patient was currently taking plavix, aspirin statins, beta-blockers, and ace-inhibitors. The patient was taken electively to the cardiac cath lab, where angiography revealed bifurcating, smooth, eccentric, lesions, within the distal lma/ostial lad/ostial lcx. Th stenosis in the distal lma/ostial lad was >80% and the lesion in the ostial lcx was >70%. A bolus of heparin was administered via IV. The bifurcation required double-wiring. There were no difficulties in accessing or wiring the vessel noted. The lma/lad lesion was predilated with a 3.0mm balloon inflated to 20 atms and the lcx lesion was predilated with a 3.0mm balloon inflated to 18 atms. A 3.5 x 23mm cypher stent was deployed within the lma/lad and a 3.0x 18 mm cypher stent was deployed within the lcx, both with satisfactory results. The stents were not post-dilated. Flow through the stented segment was timi iii. The patient was discharged on the same pre-procedure medications.